Event description:
The pt could only hear very weak sound in december 2005. Since then pt has only been able to hear intermittent sounds occassionally. Testing confirmed that the implant has malfunctioned.